Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The reported event was discovered during maude review and the user facility is unknown. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR for the reported lot number supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes are: - the instrument is exposed to debris/particles post-cleaning, - incidental and prolonged activation against solid surfaces, such as bone, metal or plastic, - damage or separation to the white teflon pad, - attempting to bend, sharpen, or otherwise alter the shape of the blade, - damage to the replacement ptfe rod coating, - jaws/blade subassembly damage or separation, - too much force or torque applied to instrument, or grasping/pulling, - scalpel blade tip or jaw broken or damaged, cleaning instrument or blade tip with abrasives, - applying pressure between instrument blade and tissue pad without having tissue between them, - keeping clamp arm open when back cutting or while blade is active without tissue between blade and tissue pad, - shipping damage, handling damage. The instructions for use (IFU) state: - avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades. - for optimal performance and to avoid tissue sticking, clean the instrument blade, clamp arm, and distal end of the shaft throughout the procedure by activating the instrument tip in saline. Note: do not touch the instrument to metal while activated. Note: do not clean the blade tip with abrasives. It can be wiped with a moist gauze sponge to remove tissue, if necessary. If tissue is still visible in the clamp arm, use hemostats to remove residue, taking care not to actuate the hand piece. If desired, the instrument may be unplugged. - do not introduce or withdraw the instrument with the jaws open through a trocar sleeve as this may damage the instrument. - care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade will result in higher blade, clamp arm and distal shaft temperatures and can result in possible damage to the instrument. If this occurs, there may be an instrument failure, and the generator touchscreen displays a troubleshooting message. - blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. - incidental and prolonged activation against solid surfaces, such as bone, may result in blade heating and subsequent blade failure, and should be avoided. - inspect the instrument for overall condition and physical integrity. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker if it is not in acceptable condition for the procedure. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that during use, metal shards had broken off the tips of the harmonic scalpel into the patient. The patient was copiously irrigated with lr solution and suctioned utilizing a nezhat irrigator. Metal shards were not seen during this process. There was no patient injury or extended procedure time reported. These are commonly used devices that are readily available.